Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issues and insulin delivery was resumed. The customer experienced an elevated blood glucose (bg) level ranging from 185-600 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level.